Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4076 implantable pacing lead (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient experienced increase heart rate, feeling more tired and less energy than usual after the rate response sensitivity was reprogrammed on his device. The device remains in use and was going to be set back to the previous settings. It was also reported the patient is undergoing radiation therapy and the device has reset back to its default settings three times. The resets were cleared and the device remains in use. No further patient complications have been reported as a result of the event.